Event description:
It was reported that this lead was returned and product investigation was completed. Fracture of inner coil near is-1 end was confirmed, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil fracture at is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead was attempted but not implanted as it exhibited high out of range impedance measurements and helix extension due to an apparent lead fracture. No adverse patient effects were reported.